Event description:
A hospital pharmacist reported a patient was diagnosed with bilateral keratitis and experienced a loss of visual acuity associated with wear of precision uv contact lenses & use of solocare aquify lens care solution. The pharmacist reported event was due to non-compliance to care system. The lens case was rinsed with tap water & the solution was not discarded after more than 3 months open. Bacterial analysis negative. Lens case positive for acanthamoeba, corneal scraping & solution negative. Pre-event acuity not provided, post-event acuity not provided. Several requests have been made for additional information, however no further information has been provided. This case has been designated as the left eye event.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a permanent decrease in visual acuity from scarring or distortion." Evaluation of returned complaint sample is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.